Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. The reported system error 2240 caused by connection issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a system error 2240 (air in line/set) alarm that occurred on the homechoice device during drain one of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The patient line disconnected from the transfer set. The technical service representative assisted the patient with clearing the alarm. The patient planned to restart therapy using new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.